Manufacturer narrative:
Product analysis: the nanocross elite device was returned to the medtronic investigation lab for evaluation. The device was returned with guidewire loaded, loosely coiled inside a biohazard bag and pouch returned also. No ancillary devices were included. The device was returned with the balloon detached. A visual inspection of the detached balloon found the distal markerband and the 2 middle markerbands in the balloon. There was no evidence of the proximal markerband. There was bunching found along the inner and outer lumens. No functional testing could be carried out due to the condition of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use nanocross pta balloon catheter along with non-medtronic 6fr 65cm sheath and 0.014" guidewire and during procedure to treat a little calcified plaque lesion in distal posterior tibial artery (pta) with 80% stenosis. The vessel was little tortuosity. Non-medtronic inflation device used. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that there was difficulty removing balloon following balloon inflation. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. The balloon would not come off of wire, so wire and balloon was removed together simultaneously. The balloon was fully deflated prior to withdrawal. There was no vessel damage noted. There was no patient injury.